Event description:
A pt was skin tested on 6 july 1999 on the forearm. The test was considered negative. In 1999 the pt rec'd 2.0cc of collagen in the nasolabial folds and vermilion border of the lips. Pt was treated again in 1999 with 1.0cc of collagen in the upper lip. The pt came to the physician for another treatment in 2000. The physician noted that the pt had swelling in upper lip with some induration and tenderness. The pt said pt had been having some intermittent swelling for a couple of months. At this time the pt also confessed that in october 1999 pt had some swelling near the test site that lasted for two weeks, but thought it might be an insect bite. The physician diagnosed delayed hypersensitivity to collagen. No medical intervention was planned. The physician recommended nsaid's if the tenderness became painful. On 30 may 2000 the condition had worsened so that the physician felt it would help to incise and drain two lesions on the upper lip. A swab was prepared for culturing which showed no growth after 48 hours. The pt was seen on 1 june 2000 and was much improved with no more drainage. The physician will follow up in 6 months.